Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh ip. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 7 months post implant of sepramesh ip, patient was diagnosed with infection, adhesions, abscess, necrosis thereby underwent mesh removal. The instructions-for-use supplied with the device list infection, adhesions as possible complications. In regard to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh.". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-sep-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2014: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh ip. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: (B)(6)2014 - patient was diagnosed with large incisional hernia thereby underwent laparoscopic repair with implant of sepramesh ip. Per operative notes, "identified a large ventral hernia in the lower abdomen and multiple small hernias in the epigastrium. The hernia sac was freed away from the fascial edges and removed out of the abdomen. A sepramesh ip was placed and tacked." (B)(6)2015 - patient was diagnosed with intra abdominal abscess and infection thereby underwent open repair with removal of mesh. Per operative notes, "entered the abscess cavity and identified the mesh in the floor of the abscess itself. The infected mesh was carefully dissected away from the abdominal wall. The mesh was partially incorporated. The adhesions were carefully taken. The abscess cavity was completely washed out and all the necrotic tissue was removed out of the abscess cavity." (B)(6)2016 - patient had chronic nonhealing wound and found 2 prolene sutures in the wound. Attorney alleged that the patient had abscess, adhesions, infection, pain, hernia recurrence and emotional injuries. It was also alleged that surgery on (B)(6)2016 for a chronic non-healing anterior abdominal wound.